Manufacturer narrative:
(B)(4). Date sent: 02/08/2022. D4: batch # u5fc20. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device arrived with no apparent damage. In addition, accessories were received along with the device. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the surgeon used a pph03 for a hemorrhoidectomy procedure. The gun misfired. Surgery was delayed by 30-minutes. The surgery was completed successfully.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was received: could you please provide more details for "misfired"? Surgeon tried to fire the device but couldn't complete. What degree of hemorrhoids did the patient have? Second degree , as per the surgeons confirmation. What confirmation was received that the device was fully fired? Surgeon regular user of pph03. Procedure done as regular and felt the tactile feedback. Where within the gap setting scale was the orange indicator prior to firing? Middle. Did the device cut? No. Did the device staple? Not complete. Was the staple line complete? Not complete. Were there any staples missing from the staple line? Yes. What was the appearance of the deployed staples (b-formation, irregular, straight legs)?- b formation. How many counter- clockwise revolutions were used to open the device? Two. Was the safety reset before removal attempted? Yes. How was it confirmed that the anvil was free from the tissue prior to removing? Not confirmed. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Surgeon. Who removed the device? Surgeon. Was the safety reset prior to removal? Yes. What was the users experience with the device? A regular user of the device. How was the procedure completed? Handsewn. Was there any change in the procedure or patient care as a result of the event? Procedure completed as open procedure. Could you please clarify if there were any patient consequences? Hospital stay extended. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Post operative care for open procedure given.